Event description:
According to the reporter, during a laparoscopic lowering of colon procedure, the first circular stapler had an incomplete staple line which was fixed by reconstruction of sigmoid rectal anastomosis thru resection and re-stapling. The surgical procedure was extended for 1 hour. Manual staplers were used to correct the issue wherein, the first manual stapler did not fire, while the second manual stapler together with two reloads did not fire even after the surgeon was able to press the green button. All device were replaced to complete the procedure.

Manufacturer narrative:
Additional information: b5, d4(UDI#), d8, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the returned device was partially fired and engaged in interlock. It was reported that the device did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lowering of colon procedure, the first circular stapler had an incomplete staple line which was fixed by reconstruction of sigmoid rectal anastomosis thru resection and re-stapling. The first manual stapler did not fire, while the second manual stapler together with two reloads did not fire even after the surgeon was able to press the green button. The surgical procedure was extended for 1 hour. All device were replaced to complete the procedure.